Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 455 mg/dl. Customer stated that the infusion set was not pumping insulin. Unknown if customer was using insulin pump within 48 hours of reported high blood glucose event. Customer will continue the use of device.